Manufacturer narrative:
Sensor coil cord.

Event description:
It was reported by service report that the foot end of bed does not lower some of the time. No pt involvement or adverse consequences are reported.